Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes atrial thresholds of 3.0v, 0.5ms and ventricular thresholds of 2.5v, 0.5ms. The atrial measurements via an analyzer were 1.0v, 0.5ms.